Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging her son's onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter stated the alleged issue began on (B)(6) 2011 at approximately 11:00pm. The patient reportedly manages his diabetes using insulin pump therapy. The patient reportedly was feeling "groggy, lethargic, no energy and hungry" one hour before the issue first began. It is unknown what action the patient took in response to the alleged issue, however the reporter denied that the patient received any form of medical treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The meter's batteries did not need to be replaced at that time, based on the onetouch ultralink meter's specifications. The correct test strips were being used. However, the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 (11/30/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination at u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.